Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the colon of a patient on (B)(6) 2013 during a stent placement procedure. According to the complainant, a previous surgery was performed on an unknown date. The patient underwent chemotherapy (avastin + capecitabine) up to 3 weeks prior to the stent placement procedure. One week before the procedure, periodic examinations were performed and the re-occurrence of a cancerous stricture was confirmed at the anastomosis site (from previous surgery). Therefore, stent placement was recommended. If the result of the stent placement was good, another surgery would be scheduled to create a stoma. It was reported that the malignant stricture was 2-3 cm in length. The patient's anatomy was not tortuous. On (B)(6) 2013, a wallflex enteral colonic stent was successfully implanted within the colon. There were no issues during the placement procedure. The patient was not administered chemotherapy or radiation therapy following the stent placement. Two days after the stent placement procedure, the patient experienced abdominal pain. Therefore, a CT scan was performed and free air was found at the proximal end of the stent. A perforation was diagnosed in close vicinity of the stent. The physician alleged no malfunction of the stent. A drainage tube was placed within the abdominal cavity and the stent was left implanted. The patient is being monitored and the patient¿s condition is improving. The patient is able to eat and is no longer complaining of pain. Although free air has not completely subsided, it has improved. At this time the physician is not planning further treatment because the patient is only experiencing limited pain and the presence of free air. In addition, no bleeding was noted around the perforation. In the physician¿s assessment, another surgery would risk damaging the anastomosis site from the previous surgery.

Manufacturer narrative:
Patient weight is reported to be approximately (B)(6). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.